Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: the biomed says the unit was coming up with a "oxygen supply failure". He has even tried the unit on a o2 cylinder to ensure it was not the hospital supply. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: the biomed says the unit was coming up with a "oxygen supply failure". He has even tried the unit on a o2 cylinder to ensure it was not the hospital supply. Please advise his next steps. No patient involvement.